Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736411, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that the system failed to boot. The manufacturer representative reported that the surgeon stated that when trying to boot up, the screen displayed a message indicating, "the system detected an issue on startup" and then stayed on that screen for a long time. When the manufacturer representative got to the site, they recreated the issue and performed some troubleshooting. It was noted that they encountered a "bug soft lockup" message when booting the system. After performing a hard reboot, the system booted and worked fine. It was advised for the manufacturer representative to run a self-test and check for other externally connected devices. No patient involvement was reported.